Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside clinical use. It was reported that there was a tube anode error and a tube rotor problem. Upon further inspection, philips field service engineer (fse) inspected the system onsite and checked the pcp control circuit unit and confirmed that the s2 switch was on and the system was working. Fse replaced the control board with a new pcp control circuit and replenished the x-ray coolant oil and carried out the deaeration of the mrc x-ray tube. After the replacement of control board with a new pcp control circuit, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that there was a tube anode error and a tube rotor problem occurred outside of clinical use. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. The investigation has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a tube anode error and a tube rotor problem, both of which would prevent the allura system from performing x-ray exposure. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. Philips has started an investigation of this complaint.